Event description:
The heated wire circuit melted through a 6 inch section of ventilator tubing, causing a leak in the line. The nurse manually ventilated the patient until the problem was fixed. The patient did not experience any distress.